Event description:
Patient on home care ventilator (respironics trilogy 100, s/n tv 111092600) for approximately 2 hours as pre-instruction and training for family for discharge to home. Family at bedside. It should be noted that the pt. Had been on this same model of vent at home, and this same issue that is in this report occurred at home twice. Alarm set at loudest volume to alert staff if problem occurred. Ventilator alarmed. Therapist next door responded immediately and determined that the vent was not providing a flow/volume to the patient, responded appropriately by manually ventilating (bagging) patient, activated standby hospital ventilator and connected patient to hospital vent. Patient's o2 sat dropped momentarily to high 70's and returned to normal while being manually ventilated. Home vent taken to respiratory care department for analysis. Home care company (binson's) and manufacturer (respironics) came to our facility within 3 hours to trouble-shoot problem. Machine flow shut down during family performing suctioning procedure. This is a relatively new ventilator to the home care market. The home care company did not recognize this as a potential consequence of suctioning and failed to explain that a reset or reboot would be required. After having the manufacturer come to our facility that night to trouble-shoot the issue, they recommended 2 things. First use a different circuit (a passive exhalation circuit vs. An active exhalation circuit) and second if using an active exhalation circuit, train all users to push the reset button after suctioning with a closed suction system. It was determined by the respironics rep that the cause of the ventilator flow stopping in this case as well as the 2 previous incidents at the patient's home was due to the fact that binson's had set up the ventilator with a single limb passive circuit which requires a reset maneuver on the ventilator when suctioning with a closed suction system (as this creates a significant negative pressure that can trigger flow to stop). It is not contraindicated to use this type of circuit, but caregivers must be educated to reset the vent should it happen.information sent to clinical engineering for appropriate reporting follow-up. Care management and micu intensivist to review discharge plan for alternate home care company (at family's request).